Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed intermittent loss of capture. The lead was determined to have dislodged. A lead revision procedure was performed where the lead was explanted and replaced. The lead is to be returned for analysis. There were no additional adverse patient effects reported. As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.